Event description:
It was reported by the customer that it is impossible to dilate before the introduction of the catheter. The dilator opens and "wounds" the tissue and the vein. There were no reported pt complications. Pursuing further details.

Manufacturer narrative:
Sample will not be returned for eval. Follow-up report will be filed if add'l info becomes available.